Manufacturer narrative:
On 08 april 2016 it was added that the screw head was recovered and kept by facility. There were no critical delays. Batch review performed on 18 april 2016: lot 115667: (B)(4) items manufactured and released on 08 may 2011. Expiration date: 2017-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event (MDR 2016-00068). On 18 april 2016 the medical affairs director made the following analysis: from the clinical point of view, the consequences for this screw breakage during insertion can be expected to be negligible. The broken screw was designed to be a permanent implant: it will not contribute to mechanical stability of the cup but it should do no harm. It may be an additional difficulty in case the cup needs revision in the future years. The cause for this fracture is uncertain; normally these screws can break when subject to excessive bending stresses, which may happen if the position of the chosen screw hole is hard to reach and significant stress is applied to the screwdriver.

Event description:
During the surgery when the surgeon was inserting screw, the head of the screw popped off leaving the distal end of screw in patient. The surgeon added a second screw. The surgery was completed successfully. X-rays are available. Explants are not available.

Manufacturer narrative:
On 20 june 2016 it was prepared a final report with the information already submitted in the initial report. On 04 july 2016 the report was sent to the initial reporter and the case was closed.